Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pacing impedance measurements on the right ventricular (rv) channel and triggered a lead safety switch (lss). In addition, noise oversensing was noted in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a revision procedure was performed, and this pacemaker was explanted. A temporary pacemaker was required. No additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pacing impedance measurements on the right ventricular (rv) channel and triggered a lead safety switch (lss). In addition, noise oversensing was noted in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a revision procedure was performed, and this pacemaker was explanted. A temporary pacemaker was required. No additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pacing impedance measurements on the right ventricular (rv) channel and triggered a lead safety switch (lss). In addition, noise oversensing was noted in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a revision procedure was performed, and this pacemaker was explanted. A temporary pacemaker was required. No additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific since it was retained by the explanting hospital.